Event description:
Company received a notice of claim for injury and scarring associated with a patient treated with a candela gentlelase laser.

Manufacturer narrative:
Field service visited the customer for possible repairs. During the related service call, the cryogen coolant spray was noted to be out of alignment, it was readjusted during service. This misalignment, may or may not have been a factor in the patient injury. Facts to be determined in litigation.